Event description:
Device was used to staple and cut stomach tissue. The device fired staples that did not form. The opening in the stomach had to be hand sewn. Another device was used to complete the procedure with no pt consequence.